Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2007. During post-operative monitoring, unspecified surgical complications were noted on (B)(6) 2013. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2007. Subsequently, the patient experienced unspecified surgical complications noted on (B)(6) 2013. Additional information received that on an unknown date several years ago, patient was revised due to pain, in which the head was replaced and some trochanteric bone was removed in case impingement was the problem. Patient is currently alleging cobalt poisoning and requesting a revision.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on a previous medwatch. Upon review of complaint, it was noted that this patient underwent a total hip arthroplasty on (B)(6) 2007 rather than a hip resurfacing procedure as previously reported.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, the patient experienced unspecified surgical complications noted on (B)(6) 2013. Additional information received reports that on an unknown date several years ago, patient was revised due to pain in which the head was replaced and some trochanteric bone was removed in case impingement was the problem. Patient is currently alleging cobalt poisoning and requesting a revision. Review of invoice history indicates confirms the initial procedure date and shows the head was removed and replaced (B)(6) 2010. No further procedure was located in the invoice record.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 3 MDR's filed for the same event (reference 1825034-2014-06249, -08187, & -08248).

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2007. Subsequently, the patient experienced unspecified surgical complications noted on (B)(6) 2013. Additional information received reports that on an unknown date several years ago, patient was revised due to pain in which the head was replaced and some trochanteric bone was removed in case impingement was the problem. Patient is currently alleging cobalt poisoning and requesting a revision. Review of invoice history indicates confirms the initial procedure date and shows the head was removed and replaced (B)(6) 2010. No further procedure was located in the invoice record.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.